Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Per a good faith effort (gfe), the device has not been repaired as of yet. The quote expired so the sales order was closed; however, the customer has been trying to schedule a site visit with no follow up. Multiple attempts were made via gfe to have a philips technician get in touch with the customer to schedule the repair with no response. It was suggested to the customer to call technical support directly to schedule a site visit. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: after further troubleshooting the customer called back and informed the rse that when you go stand by to turn to hft mode it doesn't stay on screen long enough. Troubleshot with customer, unit will go to standby briefly then go right back into normal operational mode. The customer is removing tube set from device and found air slpm in service mode is should 0.9 - 1. The rse informed the customer that with the pressure being seen in the flow sensor assembly is causing the device not to be allowed to go into standby, device is thinking there is a patient attached. Advised customer to replace flow sensor assembly. The customer states he will order and test and callback if further assistance is needed.

Event description:
Philips received a complaint from the customer on the v60 indicating that when you go standby to turn to hft mode it does not stay on screen long enough. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device will go to standby briefly then go right back into normal operational mode. The customer is removing the tube set from the device and found air slpm in service mode is 0.9 - 1. The rse informed the customer that the pressure being seen in the flow sensor assembly is causing the device not to be allowed to go into standby; device is thinking there is a patient attached. The rse advised the customer to replace the flow sensor assembly. The investigation is ongoing.

Manufacturer narrative:
The customer called back and spoke to a remote service engineer (rse) for further evaluation and repair on the device. Since it was observed that the device only has software 3.00, the software 3.20 cannot be installed. The customer was informed that he will need to order and replace the flow sensor assembly to repair the device. The investigation is ongoing.